Event description:
It was reported that a (B)(6) female patient underwent a primary breast reconstruction surgery with implantation of an 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pressure in her chest and a hot tingling feeling related to her left breast. The left breast is small and there is an uncomfortable large lump present underneath the left collarbone which moves around to the neck, shoulder, and chest areas. Ultrasound and magnetic resonance imaging was conducted. As a result, the patient underwent bilateral removal and replacement with 790cc mentor memorygel breast implants on (B)(6) 2022, in which the left breast was confirmed to be ruptured.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, pain, granuloma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 24, 2022, mentor completed an evaluation of a photo of the device that was provided. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. Manufacturer¿s reference number: (B)(4).